Event description:
Reporter indicated a dell hhd power cord had a "kink" in it, and was no longer working. A new power cord was shipped to the reporter. Product analysis on the broken power cord is pending.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.